Manufacturer narrative:
The issue was found during preventative maintenance is outside of clinical use. This is not a reportable event. The manufacturer's product support engineer (pse) evaluated the device with the assistance of the customer. The reported problem was confirmed. The service engineer replaced the front bezel to resolve the reported issue. The device passed required performance verification tests per philips standards and was put back into service. The part was returned, and previous investigations have shown navigation failures were due to liquid ingress.

Manufacturer narrative:
The customer reported there was no patient involvement at the time the issue was discovered.

Event description:
The customer called technical support (ts), reporting that during preventative maintenance (pm), the device¿s navigation ring is not working. The customer reported there was no patient involvement at the time the issue was discovered.